Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after travel and a meal, with blood glucose measured at 365 mg/dl declining to 343 mg/dl during the call, and the user had changed the infusion site approximately 45 minutes prior with no observed issues on inspection. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting of insulin delivery and review of the infusion site, which revealed no alarms and no apparent infusion set or site issues at the time of assessment. It was concluded that the cause was unclear based on available information and education was provided to continue monitoring and allow time for the new site to take effect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.